Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: 7073134/7072095.

Event description:
It was reported that the patient was experiencing extreme pain at the pocket site and was admitted in the emergency room for two days. The pain still persisted after the device was turned off and programs were deleted. The physician indicated that it was not device related, however, the cause was unknown. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review found that pain at the pocket site is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Sc-2317-50 sn: (B)(6). The returned leads were analyzed and they were cleanly cut during the explant procedure. The distal portion, about 26 centimeters, were not returned. Aside from the clean cut damage, visual and x-ray inspections confirmed no other anomalies on the leads. The damage was a result of a typical explant procedure, and it was not considered a failure. The source of the pain was not determined. However, a labeling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient was experiencing extreme pain at the pocket site and was admitted in the emergency room for two days. The pain still persisted after the device was turned off and programs were deleted. The physician indicated that it was not device related, however, the cause was unknown. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively.